Event description:
Patient reports lead was replaced because 'faulty'. F/u with clinic indicates pt had phantom ICD firings presenting with atypical chest pain. Pt's chart states device failed to convert vf x 3 and pt rescued externally in cath lab. The high voltage coil was capped and a new defib lead implanted. No patient complications have been reported as a result of this event. Additional information received reported an allegation from an attorney indicated the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.